Event description:
In 2008 the patient reported she received an ER (occlusion) message on her insulin infusion device. To troubleshoot, the patient was instructed to disconnect from her device, and bolus out of the infusion set tubing which she did without error. The patient was then instructed to remove her infusion headset and she discovered the cannula was bent. She said the headset had been in use for 1 day. The patient stated she normally wears her infusion sets "as long as I can or until I start to get high readings". The patient was advised to use the infusion sets as recommended, and site rotation was discussed. The patient was sent complimentary infusion sets, an insertion device and a guide to site management. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.